Event description:
The patient was implanted with extracorporeal mechanical circulatory support. It was reported that "pump not inserted: m3" alarm was observed, while the patient was on centrimag support on (B)(6) 2018. The motor was exchanged to the backup. No further information provided. The patient was asymptomatic.

Manufacturer narrative:
The motor was returned for analysis and the report of a pump not inserted (m3) alarm was unable to be reproduced during the investigation. Full functional testing of the returned motor was performed using laboratory equipment. The motor operated as expected during the testing and at no time did a pump not inserted (m3) alarm occur. The returned motor functioned as intended during analysis. A cause of the ¿motor stopped¿ alarm was unable to be determined. The unit was serviced and returned to the customer. A ¿pump not inserted¿ alarm message is a visual alert which indicates that the system will not start and is accompanied by an audible alarm. The alarms should be silenced by the mute button. If the alarm recurs after the mute button is pressed, the operator(s) should then re-insert the pump and secure it with the locking screw. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.